Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was at the end of (B)(6) the pt got phenomena and the last time the pt recharged their implant was probably in the beginning of (B)(6). Pt mentioned that they fell on black ice in (B)(6) 2020, pt mentioned that they were unable to receive any "bars" on their recharger when attempting to charge implant and that they were unable to communicate to their implant. Yesterday when the pt attempted to connect their external pieces of equipment to their implant they were unable to for they received reposition antenna on their recharger and poor communication on their patient programmer; pt mentioned that they spent 4 hours yesterday working with the equipment. Pt mentioned that they didn't feel stimulation and they replaced their patient programmer batteries two days ago. During the call pt verified that they received poor communication with their patient programmer and reposition antenna with their recharger when attempting to connect to their implant. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since date of implant the pt has not liked to use their therapy stimulation for it made the pt feel like their muscles, thighs, and hamstrings "don't work" for the pt felt weak and the pt felt a pulse. Pt mentioned that when the stimulation was high it was worse and it felt weird when they would go up steps, so the pt decided to turn their stimulation down. Pt stated that "something is better than nothing" but the pt gets nervous about using stimulation because sometimes they feel a pull down their back leg; pt mentioned that their implant is in their lower back right and that they have leads in their legs. Pt mentioned they still can't sleep on their side, pt can sleep on their side for no more than 2 or 3 hours and then they "wake up with a pain shooting down both their legs." The patient mentioned unrelated medical history including the pt having a fake hip on right side and a fake ankle. Pt mentioned that they had sciatica on their left leg before implant and that they had 6 ankle surgeries in 2008. Pt mentioned that their medtronic device did not help as much as they wanted but it helped 25%.